Manufacturer narrative:
We have now concluded our investigation into this complaint. A review of the device history record showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications. No sample was received for this complaint therefore visual inspection and functional evaluation could not be performed. As such, a relationship, if any, between the device and the failure mode reported could not be corroborated and a root cause could not be determined with confidence. Per our clinical evaluation, a back-up device was delivered the next day and a detersion of the wound was made to solve the maceration. No further clinically relevant information was provided. Risk management review found that the controls for the reported failure are that the device includes low battery and critical low battery alarms to inform the user of the battery state and that an iec (B)(4) approved battery pack should be used. Finally, a review of the instructions for use found that the green indicator lights mean that either the battery has been fully charged or that the therapy is active and all conditions are normal. All the alarm screens give a yellow indicator light. As no yellow light was mentioned, but there was an alarm screen on the display the root cause of the battery issue is inconclusive. If the sample is returned, the investigation will be re-opened and reevaluated.

Event description:
It was reported that the console indicates "no more battery" where as it is plugged to ac power. The light is on and green. The treatment was stopped, maceration of the wound.